Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17740038l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc.- cook medical transseptal needle; non-biosense webster, inc.- jude medical agilis large sheath. ; non-biosense webster, inc.- st. Jude medical brk-1 transseptal needle ; carto 3 system. Model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During ablation, the patient became hypotensive and a cardiac perforation was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 330 ml. There is no information regarding extended hospitalization or patient outcome. Medical history includes heart failure. Factors that may have contributed to the adverse event include the patient¿s anatomy and disease. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a cook medical transseptal needle and a st. Jude medical brk-1 transseptal needle. A st. Jude medical agilis large sheath was used. Generator parameters included power control mode at 30 watts, temperature of 40 degrees celsius, and impedance of 50-250 ohms. Power was not titrated. Generator settings at the time of injury included power at 30 watts, temperature of 27 degrees celsius, and contact force of 20 grams. Overall ablation time at the site of injury was 23.25 seconds. Last ablation cycle time at the site of injury was 23.25 seconds. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant during the procedure with an activated clotting time (act) maintained between 300-350 seconds. Act at the time of injury was 302 seconds. There was no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.